Event description:
It was reported that the patient felt very little in the pelvic area. The patient was supposed to have stim in the scrotum. It changed about a month ago. The patient was to have met with representative at hcp's (healthcare provider's) office last week, but hcp had scheduling issues. Symptoms reported had sudden onset. There was no known accident or incident related to this complaint. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0gmm8, implanted: (B)(6) 2014, product type lead. (B)(4).